Manufacturer narrative:
Evaluation of the returned packing coil lp revealed that the device was not returned in its initial position, and the complaint could not be confirmed. Evaluation revealed that the embolization coil was advanced out of its introducer sheath and had offset coil winds, the pusher assembly was kinked in multiple locations, and the introducer sheath was loaded backwards on the pusher assembly. The pusher assembly kinks may have occurred due to forceful advancement against resistance during the procedure. The introducer sheath being loaded backward on the pusher assembly, and the offset coil winds on the embolization coil were incidental to the reported complaint and the root cause could not be determined. Due to the returned condition, the packing coil lp was unable to be functionally tested. Penumbra products are visually inspected in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lp and a microcatheter. During the procedure, the packing coil lp was unable to advance past its initial position within its introducer sheath. Subsequently, the packing coil lp pusher wire kinked. Therefore, the packing coil lp was removed. The procedure was completed using another penumbra coil. There was no report of an adverse effect to the patient.